Event description:
The reporter states that the customer obtained a 500mg/dl and 100 "something" (mg/dl) blood glucose comparison on the accu-chek advantage system. The reporter states the customer obtained an additional comparison with blood glucose results 300 "something" (mg/dl) and 100 "something" (mg/dl) on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.